Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 used suture. The needle is detached from the thread and a piece of the needle is still attached in one thread end. The sample sent back by the hospital (used needle) is conform in term of bending performance and ductility performance. Bending strength result is 8.14 nxcm in minimum and fulfills product specifications of 7.2 nxcm in minimum. The used sample sent back by hospital shows that the needle has been hold in the attachment area. On the report attached pictures, we can easily see some impacts due to a needle holder. In this case, the handling of the needle is the root cause of the breakage. As stated in the instructions for use of the product, care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Results of needle bending strength of needles before releasing the product were: 8.11, 8.67, 8.41, 8.59 and 7.88 nxcm. Fulfilling product specifications of 7.2 nxcm in minimum. Final conclusion: although the results of the samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reports that it seemed to have broken the thread during use, but when he looked closely, he felt that the needle was broken, so he stopped using it. Type of surgery: gynecology. Tissue: cervical canal (circumferential suture of cervix). There was no patient injury.